Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they had sensor glucose and blood glucose issues and calibration not accepted. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was below 52 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The blood glucose value associated with the triggered suspend event was 100 mg/dl. The customer reported that the difference occurred with the current sensor. The customer reported physical damage to the reservoir lip ring but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The infusion set, sensor, and the reservoir will not be returned for analysis. The insulin pump will be returned for analysis.